Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient hemodynamically improved but during the support distal limb loss of pulse present, for these reasons, impella was explanted. Impella successfully removed and explanted at bedside. Bleed back allowed. Manual pressure held. Color and pulse improvement noted after removal. Hemostasis achieved. Patient survived the procedure and is stable.

Manufacturer narrative:
Correction d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.